Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were difficult to press making it difficult to enter blood glucose and other actions. Customer's blood glucose was 400 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with no button response due to a flattened esc and act button dome switch. Inspected the keypad lcd connector and no unlocked connector was noted. No unexpected numbers ramping/scrolling on their own noted. Unable to perform the occlusion test due to the button/keypad anomaly. The pump was received with cracked battery tube threads, and minor scratches on the display window.